Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow did not change at zero. Low flow alarm occurred and device could not be used.

Event description:
It was reported that the arctic sun device flow did not change at zero. Low flow alarm occurred and device could not be used. Per follow up information received via email on 08apr2024, the device was under investigation, and case completed with another device. No patient impact was reported.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed; therefore labeling/packaging review was not required. Correction: d, e, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.